Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a trace pointers are invalid and hardware low level failures. Customer had frozen display customer stated they were unable to clear the alarm. Insert battery alarm did not appear on pump screen. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Event description:
It is informed that the insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The pump passed the displacement test, active current test, and sleep current test. Intermittent button pressing noted during testing. Pump failed display portion of the self test due to pump error 63 variable 3. No frozen screen or unexpected pump error 68 alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power alarms or pump error 63 alarms were found in the history files. Pump error 68 was found in the history files on 17-jun-2022 at 00:54:28.00. Pump error 63 variable 3 alarm was found during testing due to due to a corroded u1 chip on keypad assembly. Pump was cut open to perform visual inspection and found corroded keypad traces, a corroded u1 chip, a corroded home switch, and moisture damage on pcba 1, pcba 2, keypad assembly and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, overlay scratched, pillowing keypad overlay. Frozen screen and pump error 68 were not observed during analysis. Frozen screen and pump error 68 were not confirmed. Pump error 63 variable 3 alarm was confirmed during testing due to a corroded u1 chip on the keypad assembly. Unresponsive keypad confirmed due to corroded keypad traces. Exposed to moisture confirmed on pcba 1, pcba 2, keypad assembly, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.